Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The available information does not reasonably suggest that the [device] has malfunctioned because there is no evidence of a malfunction. Specifically, <device passed all functional inspections, performed as designed. Soclean has reviewed and made improvements to the complaint handling procedure to ensure compliance with FDA regulations. These improvements were recommended because of an internal audit conducted by an external independent regulatory consultant. Soclean opened several capas to remediate the audit findings. Processes were revised to ensure reportable events were correctly identified and submitted to FDA. Per fdas guidance, soclean is now reporting these events, which also includes retrospective items.

Event description:
Customer reports blotchy red rash where the mask touches her face. Md seen. Received unspecified prescription salve. Md recommended dc use of sc.